Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the first clip was fired successfully on the vessel but the second clip did not form and was removed. The instrument then showed the red lockout indicator on the rear of the instrument. A second instrument was opened and prefired outside of the patient successfully. When the second firing was attempted on patient tissue the clip was not present and the red indicator was also observed on the rear of the instrument. The surgeon utilized diathermy to divide and provide hemostasis after firing the first clip successfully. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four photos and two devices. The visual inspection of the returned photos depicts, photo one depicts the instrument in a plastic bag. The second photo depicts the red indicator on the back of the instrument handle. The third photo depicts two instruments in plastic bags. The forth photo depicts the red indicator on the back of the instrument. The visual inspection of the returned products noted the presence of clips in the open instrument tubes. The red indicators were visible in the windows. The pusher bars were observed to be buckled. Three instruments were sealed with the full complement of twelve clips each. No visual abnormalities were observed with the instrument. Functionally; the open instruments could not be functionally evaluated as the safety interlock features were engaged. The three sealed instruments were applied to appropriate test media. The instruments cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. When the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.